Event description:
It was reported to philips that the allura device would not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that system was not turn on since being turned off for couple of months. Upon troubleshooting fse found that main circuit breaker was tripped off and the breakers in the battery box and ups control were also off. To resolve this issue, fse reset the main circuit beaker; turned on the emergency beaker, power supply, beakers in the battery box and ups control. After that supply power appeared and the system was returned to use in good working order. The codes were updated based on the investigation outcome.